Event description:
It was reported that packages are difficult to open in a sterile manner as the white plastic splits and shreds. No adverse consequences were reported.

Manufacturer narrative:
A number of units were associated with this complaint. Based on information provided by the sales rep and other confirmed complaints reporting similar events, it can be assumed that product packaging associated with this event is damaged. However, sterility testing completed on a sample of product with similar event descriptions reported has determined that the sterile barrier of product has not been compromised.